Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. It was also reported that the ipg migrated and patient experienced pain at the ipg site. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: b5: patient did not experience pain at the ipg sites. Correction: d10: therapy date for extension is (B)(6) 2019 not (B)(6) 2019. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient did not experience pain at the ipg sites due to migration. Surgical intervention was undertaken on (B)(6) 2025 wherein both ipgs were explanted and replaced to address the issue.